Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that pieces of the unit broke off and fell into the patient, but all debris was retrieved successfully.

Manufacturer narrative:
The reported failure condition (flaking) confirmed on the returned unit. Significant wear marks were observed on the bur proximal end and in the housing sleeve (typical of flaking units). These wear marks suggest there was excessive friction between the inner and outer assembly, which resulted in metal particles generation. In addition, the driveshaft (red plastic piece) was broken, possibly as result of excessive force/torque applied to the bur when used. Based on evaluation of the returned unit, the most probable root cause for this event may be associated to excessive force applied by user (bending/prying). The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that pieces of the unit broke off and fell into the patient, but all debris was retrieved successfully.